Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? When did the needle pull off (while in the package / during dispensing / during preparation / during use)? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Intra-op, the thread detached (pulled off) from the needle. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018.